Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer by guardian (customer has alzheimer) who confirmed that reported on the initial call that customer is asymptomatic.

Event description:
Customer complains of lo results (less than 20mg/dl).customer states that feels well and requires no medical attention. Verified the strips expire 9/17/2016. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer's caregiver (B)(6) called earlier in the day and left a voicemail for assistance with regards to customer's meter. Care give ms. (B)(6) states that customer's meter displayed lo this morning at 07:00 am fasting and customer was having no symptoms at that time. Ms. (B)(6) provided legal guardian information mr. (B)(6) to be contacted with regards to replacement for this meter and any other information required. I was not able to obtain any further information a this time. Customer has alzheimer .